Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. This caused the energy to not work. The instrument failed the electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. Also, the instrument was found to have damaged conductor wire insulation at the distal end with wires exposed.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument energy was not working. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and confirmed the following information. The instrument was inspected prior to use. The issue was first observed intra operatively when energy was not working. There were no signs of thermal damage at site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The damage did not result in a fragment fall inside of the patient¿s anatomy.